Manufacturer narrative:
As of 06/03/2019 the initial complaint by the consumer did not indicate that an MDR would be required. However, the consumer stated on the cir received on (B)(6) 2019 that she will seek medical attention. Based on the information received, aso opted to file an MDR. Aso evaluated returned product as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
The initial report on (B)(6) 2019 consumer informed that product took the skin off from the top of her nose. The customer information request (cir) with additional information was received on (B)(6) 2019. Consumer stated that she will seek medical attention. Consumer informed that the symptoms corrected after she stopped using the product.